Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition. The event history log (ehl) was unable to be downloaded. During the functional testing the reported issue was able to be duplicated. The circuit board did not operate as intended. The root cause of the issue was unable to be determined. Replace the circuit board.

Manufacturer narrative:
Additional contact info: (B)(4). Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited last error code 1210. Per reporter it was an out of box failure.